Event description:
It was noted that the pacemaker could not be interrogated using wand telemetry and there was no magnet response. (B)(6) 2026 remote transmissions were normal, no abnormal values were observed, and battery level was reported to be 7 years. Data was being received until 16 feb 2026. The pacemaker was pending explant, and premature battery depletion was suspected. The procedure was postponed because the patient was unwell. The patient had atrial fibrillation with bradycardia with a pulse rate of 40-50 bpm. Information received notes the patient passed away (B)(6) 2026. The physician noted that the cause of death and association to the device was unknown.

Event description:
New information received notes that during a surface electrocardiogram (ECG) check on (B)(6) 2026, no pacing was observed though an intrinsic rhythm was present which led to a suspicion of early battery depletion. The pacemaker was programmed to vvi 60, and the patient was in an atrial fibrillation (af) - brady condition with an intrinsic rhythm between 40 and 50 bpm. On (B)(6) 2026, the physician mentioned the patient¿s overall condition was poor; however, no details regarding the deterioration of the patient¿s health were provided. The last maintenance data was dated (B)(6) 2026 where battery voltage trends and current consumption were observed to be stable, and no software errors were detected. The data also indicated that past communication status had not been consistent.

Manufacturer narrative:
Correction/clarification: section b5: the last maintenance data was dated (B)(6) 2026 not (B)(6) 2026.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.